Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally. The e6009 and e6008 have not been returned. A review of the device history record for the e6009 bipolar footswitch and the e6008 monopolar footswitch indicates that the units passed all end of line testing prior to shipment. The products were not expired.

Manufacturer narrative:
(B)(4) the unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records (forcetriad) indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that during a lap tubal ligation a patient received a "190;" 2nd degree burn to the lower, mid quadrant of the abdomen. Also that an incision handpiece was activating on its own. The device was unplugged and plugged back in. Then they noticed smoke but did not know the source so they removed the laparoscopic light. The procedure was completed. There were no burns on the drapes but when the drapes were removed they noticed the patient burn while cleaning off the betadine. The burn was treated with bacitracin. The forcetriad settings were bipolar 30 and monopolar 30/30. The patient was in (B)(4) stirrups. Pictures that dr. (B)(6) took of the patient burn have not been received.